Manufacturer narrative:
Resmed was informed the air tubing was not connected to the humidifier and the device was no in-use at the time of occurrence. There are no allegations of a device malfunction and the device has not been returned for evaluation.

Event description:
It was reported to resmed that a pt's wife fell out of bed on top of a resmed humidifier and suffered a laceration on her cheek requiring stitches.